Manufacturer narrative:
Philips has investigated this complaint. During the course of investigation, it was identified that there was no direct customer complaint, but a notification was automatically raised by philips log file monitoring, which indicated that the collimator failed. The system usage was unknown when the notification was triggered in the philips remote monitoring system. There have been no reports of harm or allegation of harm from the customer during this time. Based on the remote monitoring notification, a philips field service engineer (fse) inspected the system on-site and replaced the collimator to resolve the issue. The nicol v3 collimator was returned for further analysis. Functional testing was performed, and wedge defect was confirmed. After the replacement, the system was returned to use in good working and ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the collimator failed, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.